Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer screen would freeze when attempting to update software. Analysis also found the rf (radio frequency) head and ECG (electrocardiogram) connectors were loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported the programmer will not update with software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.